Event description:
The customer received a questionable troponin t sensitive result for one patient sample from the cobas h232 meter. The cobas h232 meter is not sold in the united states. The troponin t sensitive result from the first sample from the patient was negative. No specific data was provided. The troponin I result from a second sample from the patient was 318.44 ng/l, positive. On (B)(6) 2015, the troponin t result in the hospital from a third sample from the patient was 142 pg/ml, positive. On (B)(6) 2015, the troponin t result in the hospital from a fourth sample from the patient was 117 pg/ml, positive. Information concerning which result was reported outside the laboratory or if the patient was adversely affected was requested, but was not provided. The patient was admitted to the hospital for treatment. The customer submitted one used test strip for investigation, but no assessment was possible due to the blood in the window of the test strip being too dry. Testing was performed with relevant retention material and all results were within accordance with the testing plan. The investigation noted it is not possible to compare troponin t result with troponin I results as these are different enzymes.

Manufacturer narrative:
This event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.